Event description:
Report received from the USA stating that the device had a damaged neuro tip. It is unk if the device was being used during surgery. It is unk if injury or medical intervention occurred. There was no add'l info provided.

Manufacturer narrative:
It is unk if the device was being used during surgery. It is unk if injury or medical intervention occurred. There was no add'l info provided. (B)(4).